Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit, lor syringe, and medicine cup with no relevant findings. The customer reported seeing black particulates coming from the glass lor syringe. The customer returned one opened kit ((B)(4)). Within the kit the glass lor syringe and medicine cup were removed. The returned sample was visually examined with and without magnification. Visual examination of the returned medicine cup revealed black particulates on the surface. The particulates varied in size. Visual examination of the returned syringe revealed the syringe appears used but typical with no defects or anomalies observed. Microscopic examination of inside the barrel of the lor syringe from the top to the tip does not reveal any unusual discoloration at the tip when compared to a new lab inventory syringe ((B)(4)). No other defects or anomalies were observed. Nonconformance, 40008371, have been initiated to further investigate this complaint issue. Other remarks: the reported complaint of black particulates found during use of the lor syringe was confirmed based on the sample received. Visual examination of the returned sample revealed particulates on the surface of the returned medicine cup. No particulates were found on the surface area of the syringe plunger or barrel; and microscopic examination of the inside the barrel of the lor syringe from the top to the tip did not reveal any unusual discoloration at the tip when compared to a new lab inventory syringe. A device history record review was performed on the kit, lor syringe, and medicine cup with no evidence to indicate a manufacturing related issue. Therefore, the potential root cause of this issue is supplier related. A nonconformance, 40008371, has been initiated to further investigate this issue.

Event description:
When flushing the lor syringe with saline before use, some black materials came out from the syringe. Therefore a kit from a different lot was used instead. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When flushing the lor syringe with saline before use, some black materials came out from the syringe. Therefore a kit from a different lot was used instead. There was no patient involvement.